Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced persistent high blood glucose (bg) readings up to 400 mg/dl despite multiple infusion set changes. The agent advised against announcing meals not eaten, recommended switching from teflon inset to steel infusion sets, and guided the user through another supply change. Follow-up on 4-sep-2025 confirmed bg levels had returned to range. Symptoms reported included frequent urination. The user's highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected by supply change. No medical intervention or patient injury reported during the event and at the time of call.